Event description:
In april 22, 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately erratic readings. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach him by telephone. The mas mailed a letter requesting the pt contact medical affairs. On an unspecified date, the pt obtained the blood glucose readings of 320 mg/dl and 56 mg/dl on the reported meter, within 10 minutes of each other. The pt took no action following the use of the meter. After obtaining these results, the pt began to experience the symptoms of lightheadedness, 'losing control', loss of balance, and sweating. At an unspecified time later, emergency services were contacted. The paramedics treated the pt with a liquid treatment to drink. It would have been helpful to determine who contacted emergency services, when the paramedics arrived, the pt's blood glucose as tested by the paramedics and/or emergency room staff, the specific treatment given by the paramedics, if the pt had taken any meals or medications prior to the event, his blood glucose readings earlier that day, and his medication regimen. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed during the call, with passing results. The meter, test strips and control solution were replaced. Although a passing control solution result was generated during troubleshooting, the pt had obtained an elevated blood glucose reading prior to experiencing hypoglycemic symptoms and he received emergency medical treatment. Therefore this complaint is being reported as an adverse event.